Event description:
It was reported that patient experienced two shocks due to supra-ventricular atrial fibrillation (af) with rapid ventricular response (rvr). The patient did not respond to anti-tachycardia pacing, but the af was converted and the ventricular rate slowed after the shocks. The lead trends were noted to be stable and the device functioned as programmed. The patient was admitted for low potassium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).